Manufacturer narrative:
The device was returned and evaluated. The implant was returned with a cover screw attached but not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 10 mm (70-1154-imp0005) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. A lot number was received and a device history record (DHR) review was conducted. There was no evidence to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Per the reported information, the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The doctor reported that the implant was placed in tooth location #5 on (B)(6) 2018. The patient returned to the dental office on (B)(6) 2019. At that time, the doctor noted that the patient's tissue was swollen, and that the implant was coming out. The implant site was infected. The doctor removed the implant due to failure to osseointegrate. The patient's symptoms were relieved after removal of the implant. The doctor is currently reviewing the patient for possible replacement. The patient has type IV bone quality, and takes medication for high blood pressure and cholesterol. The patient has had previous implants with no problems. There was no abnormality noted with the implant itself.